Event description:
It was reported that during a breast procedure, the end of the plastic introducer was missing and believed to be still in the breast. Procedure was completed with a same like device. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.